Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that a percutaneous lead infection was observed. Add'l info notes the patient was treated with oral antibiotics.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.